Manufacturer narrative:
(B)(4). Corrected data: brand name corrected to hudson corrugated comfort flo remote temp port. Common device name corrected to humidifier, respiratory gas. Procode corrected to btt. Catalog# corrected to 2416. One (1) 2416 corrugated comfort flo remote temperature port with a pediatric nasal cannula was received for investigation. Upon receipt the comfort flo system was inspected for any signs of misuse/abuse/damage. Nothing was noted. The concha smart column was installed into a neptune heater. The column was connected to a 1750 ml water bottle supply. Once the connections were properly secured the water bottle was suspended to the side of the neptune. The water level moved up into the column being gravity fed to the level sensing tube. This short test confirmed the valve was not stuck closed at the time of the testing. The remaining two check valve discs were operable as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle/bottle to column valves opened and closed freely. The column was placed into a 425-00 neptune heater without water. The neptune was turned on and set to 37 degrees "c", with heavy rainout. Within 3 minutes the low water indicator lamp had illuminated. The kit column was connected to a concha water bottle following the correct positions. The water bottle was punctured, both upper and lower tubes were inserted into concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The final column connections were made to the corrugated circuit. A 2411-04 neonate cannula, which was returned with the circuit kit, was connected to the patient end of the corrugated tube. Utilizing a 3lpm air flow, with no problems were detected with the column/circuit. The cannula was disconnected with no water level increase into the circuit. The infant cannula was then reconnected to 3lpm. The nasal nares were then manually occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system. Then airflow was then disconnected. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The batch number of the unit received 74m1800613 belongs to part number ip-5041ns smart concha no sterile. The device history record of such batch number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specification. Functional testing did not uncover any operating anomalies with the column. The complaint cannot be confirmed.

Event description:
Customer complaint reads: "the valve locked and the chamber filled with water causing the circuit to fill with water. A nurse caught it before it reached the baby." No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number provided is not a valid lot number. However, functional test process of current production of smart concha no sterile ip-5041ns was reviewed and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation to confirm the alleged defect and determine a root cause, it is necessary to evaluate the sample involved in this complaint. If device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint reads: "the valve locked and the chamber filled with water causing the circuit to fill with water. A nurse caught it before it reached the baby." No patient harm reported. Patient condition reported as fine.